Event description:
Patient experienced drainage and elevated temperature approximately five weeks post achilles tendon repair with orthadapt augmentation. The graft was explanted approximately five weeks post-repair.

Manufacturer narrative:
A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The culture report taken from the graft at time of explant identified infection. This organism is a non-sporeforming gram-positive cocci and is categorized as a vegetative bacteria. Any vegetative bacteria present during the manufacturing process would not survive the orthadapt proprietary sterilization process; therefore, it is highly unlikely that the infection could have come from the implant. Additionally, the patient had several factors predisposing him to infection: dental work on day of surgery, prednisone to treat poison ivy and an intraoperative break in the technique. The case assessment, based on the provided information, identified the likely cause of the event to be an infectious process; a link between the reported event and the graft was not identified during the case assessment. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.